Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery collision occurred twice. The first one occurred with the out plastic case of the robot base and the second one with the leksell frame. A medtech representative that was on site instructed the operating surgeon to release the vigilance device to prevent the collisions from occurring, however the surgeon did not follow this instruction.

Manufacturer narrative:
As per investigation results, the root cause is a user error who did not follow instructions: user did not release the vigilance device to prevent the collisions from occurring. Furthermore a medtech representative that was attending the subject surgery instructed the user to release the vigilance device but the surgeon did not follow this instruction.